Manufacturer narrative:
In 2007, at 05:04:03 am, the pt's ECG entered into ventricular fibrillation. Based on the files extracted from the spectrum bedside monitor, it is believed that a v-fib latched alarm at the bedside monitor did sound and would have remained persistent until silenced by a caregiver. It has also been determined that this v-fib alarm was not rec'd or annunciated at the panorama central station. Rather, the central station alarmed for low heart rate. The design of the panorama central station includes a fail safe for events such as this one. This fail safe is designed to initiate a low heart rate alarm any time an invalid heart rate is detected from the bedside monitor, as in the case of ventricular fibrillation. In this case, both the electronic and printed record acquired from the central station indicate that this level 2 alarm did in fact sound at 05:04:18 (15 seconds after the onset of v-fib). This alarm notification would be annunciated both audibly and visually not only at the panorama central station, but also at either of the 2 remote view stations or any of the add'l 7 displays within other pt rooms throughout the department. With regard to the panorama central station not annunciating the v-fib alarm, it has been determined that an anomaly exists within the version of software currently installed at the central station. The anomaly may have contributed to this behavior. This facility is the only site with this software installed. A field action to upgrade the software will be completed by july 9, 2007.

Event description:
The customer reported that while the central station was in use monitoring a pt along with a spectrum monitor at the bedside, the pt entered ventricular fibrillation (v-fib) for 10 mins without a v-fib alarm at the central, only low heart rate. The pt expired.